Manufacturer narrative:
After further investigation it was determined that the intellivue mx800 monitor had normal sound. To resolve the issue, the rse had the customer reboot the device. With sound being normal this is not a reportable complaint with philips. A speaker malf inop was reported as a visual message. The presence of a visual inop indicating that the speaker has malfunctioned when audio is confirmed to be operational, and sound is provided is not likely to lead to harm as alarms continue to be annunciated. The complaint contained no allegation of serious injury or death and the investigation indicated that the allegation associated with the event is not reportable as it is not likely to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
This report is based on information provided by our philips complaint handling team. Philips received a complaint on the intellivue mx800 patient monitor indicating there was a speaker malfunction inoperative message. Audio was not confirmed. The device was in use on patient at time of event, there was no adverse event reported.